Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. Distal conductor blood/body fluid.

Event description:
Cs lead would not stay in vein, so doctor went with the starfix lead for better stability. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.